Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 411 mg/dl. Customer contacted healthcare professional for high blood glucose level. Drive support cap was normal. Customer did not alleging insulin pump for under delivering. Customer stated that there was no air bubble and leak. The insulin pump will be returned for analysis.